Manufacturer narrative:
One sample was submitted for quality evaluation. The sample was primed and a leak was located coming from a tubing to smartsite port connection. The customer complaint of leakage was confirmed. Investigation was forwarded to manufacturing for root cause evaluation. After the investigation along with the manufacturing and quality operations team, it was concluded that the condition reported of leakage in the tubing/y-site arm most potentially root cause is an intermittency in the solvent dispenser and an incorrect insertion of the tubing to the solvent dispenser by the production personnel. In order to address the issue, the standard work instruction was updated to assign the responsibility to the solvent operators to verify the correct functioning of solvent dispensers after bushing changes and add cleaning guides to the production line. A device history record review for model 11171447 lot number 25045058 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: today we had a couple of alaris infusion sets that both leaked during flushing. There was no patient injury reported.